Event description:
It was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the implantable cardioverter defibrillator exhibited intermittent post-paced t-wave oversensing. Programming changes were performed. The patient was in stable condition.

Event description:
An event of over-sensing resulting in no clinical signs, symptoms or conditions which was resolved with unexpected medical intervention was reported. The high voltage device is implanted and will not be returned. Technical services was contacted and intermittent t-wave oversensing events were observed. Gfes were performed to verify what type of oversensing was observed. Information received indicates that post-paced t-wave oversensing was observed. A device history record (DHR) review was not required per investigation procedure. The reported event of over-sensing due to pptwos was confirmed by technical services.